Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided.

Event description:
It was reported that alert/notification settings issue occurred. According to the reporter, on (B)(6)2025, the patient experienced a failure to alert. The patient's cgm was displaying 27.0 mmol/l and they received no alert. The patient panicked and went to the hospital. The patient was treated with IV fluids and was later discharged that same evening. There was no documentation of further medical evaluation or intervention. No other details were documented. Data has been requested but is pending evaluation. A follow-up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
251230-004600

Manufacturer narrative:
A1: patient identifier - additional information a2: date of event - additional information d4: catalog no - correction d4: UDI - correction g3: date received by manufacture - correction to initial date: 12/19/2025 h2 type of follow up: correction/additional information h6 codes: additional information h6 codes: correction to remove 4619

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On 12/05/2025, it was reported that the patient experienced a hyperglycemic event while being in an active sensor session. No specific symptoms were reported, but when a fingerstick was taken the blood glucose reading was 27.0 mmol/l. It was not known what the cgm device was displaying at that time, but no alerts would have sounded. The patient went to the hospital at 21:15, and was treated with intravenous fluids. Additional tests were done to rule out causes such as a bladder infection. The patient was discharged after 23:00 on the same day. No other details were documented. A review of performance data shows that the patient's high alert was enabled at the time of the incident with the threshold set to 7.0 mmol/l, the audio set to match phone, and the snooze feature disabled. Data investigation shows that the patient's estimated glucose values exceeded the high alert threshold at 1:22 pm on the alleged incident date, (B)(6) 2025, and remained above the threshold until 12:17 am on (B)(6) 2025. The patient's egvs reached high (greater than 22.2 mmol/l) at the highest point during this time and stayed at high from 8:52 pm to 10:07 pm. The app delivered high alerts at partial volume every five minutes starting at 1:22 pm; the high alert was eventually acknowledged at 3:03 pm. About 50 minutes later, the app again started delivering high alerts at partial volume every five minutes following a 20-minute period of signal loss which reset the alert. The high alert was eventually acknowledged at 4:55 pm. No further high alerts were delivered for the remaining duration of time in which the patient's egvs remained above the high alert threshold. The reported complaint was confirmed. The root cause was determined to be use error as the patient's snooze feature was disabled for the high alert, which prevented her from receiving any further high alerts after acknowledgement. The app functioned within specifications and patient settings. No additional patient or event information is available.